Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. On (B)(6) 2013 the lead was repositioned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.